Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx with duraply.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with implant of an afx bifurcated stent graft, an afx vela infrarenal and an afx vela suprarenal (most proximal) extension. Approximately seven (7) years post initial procedure, the patient presented at routine follow-up with a type iiib endoleak and asymptomatic. It is unknown if the physician plans to re-intervene.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with implant of an afx bifurcated stent graft, an afx vela infrarenal and an afx vela suprarenal (most proximal) extension. Approximately seven (7) years post initial procedure, the patient presented at routine follow-up with a type iiib endoleak and asymptomatic. It is unknown if the physician plans to re-intervene. Additional information: reportedly a re-intervention was completed. The patient was implanted with gore (non-endolgoix stents). The patient status was reported as doing well and leak was resolved. Additionally, the clinical assessment determined that there was evidence to reasonably suggest sac growth of 13mm occurred that was not included in the event as reported. The sac growth was discovered during review of the 80 month post implant CT scan.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows that the type iiib endoleak of the distal bifurcated stent graft and the secondary endovascular procedure are confirmed. This is consistent with the reported adverse event/incident. Procedure related harms, device, user, procedure or anatomy relatedness of this complaint could not be determined with the lack of medical records and/or imaging available for review. The clinical assessment determined that there was evidence to reasonably suggest sac growth of 13mm occurred that was not included in the event as reported. The sac growth was discovered during review of the 80 month post implant CT scan. In addition, clinical determined that the initial implant procedure was an off-label case due to concomitant use with products outside the IFU; however, it is unclear if this was the contributing factor for the reported event. The final patient status was reported as being stable. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Corrections: h6: investigation finding codes: remove code 3233. H6: investigation conclusion codes: remove code 11.